Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, the ar-18700-14 and ar-18700-12 drill bits broke. The sales rep stated that the bars are catching. The case was completed without any adverse event.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-18700-14, 1391932 drill guide was received for investigation. Visual inspection with both the naked eye and under micro-vu magnification identified that both drill guide tunnels were occluded by debris, especially the ø1.6 end. Through the use of added microscope magnification and lighting, it was determined that both ends of the guide were clogged with tissue. The observed condition is most likely the result of improper cleaning/maintenance of the drill guide.